Event description:
It was reported that balloon ruptured. The 75% stenosed target lesion was located in the non tortuous forearm shunt. A 5.00mm /2.0cm /90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured at 10 atmospheric pressure upon first inflation. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No complications reported and the patient's condition pot procedure was good.